Manufacturer narrative:
H3 - device evaluation: lens was returned in a vial in liquid. Visual inspection found the lens haptic torn. Corrected data: d11 - cartridge model-sfc-45; lot#-unk should be removed from initial medwatch report as it is not applicable. Claim#: (B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -12.5/2.0/81 (sphere/cylinder/axis), implantable collamer lens, was implanted into the patients left eye (os) on (B)(6) 2020 and removed within the same surgery. The reporter stated " lens flipped upside down in the eye while the lens unfolded. Haptic broke while trying to remove the icl." No patient injury and user error was reported. On (B)(6) 2020 a replacement lens was implanted and the problem resolved.